Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. UDI: as the catalog/model number was not provided, the (01)gtin is not available. Product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This complaint is from a data use agreement (dua). The dua summarizes 14 patients that were implanted with 3.5/4.5 mm va-lcp periprosthetic proximal femur plating system. Implantation was between december 2021 to april 2024. The two events below occurred in unknown subjects: the va-lcp ppfx proximal femur hook plate was used in conjunction with the reconstruction plate; however, no prior implants were in place prior to this surgery. Due to the usage of the subject device on a non-ppfx fracture, the data was considered to be off label. No harms indicated. The va-lcp ppfx proximal femur hook plate was used along with bone grafting to treat the nonunion. The original nail was kept in place and the patient was treated for infection. No harms indicated.